Manufacturer narrative:
Product event summary: also, performance data collected from the device was also received and analyzed. Analysis revealed the rv lead defibrillation impedance was out of range low. The save to disk file shows during the two episodes 1, vfrx1 to 2 defib, pathway b to ax, hv-impedance equals 0 ohms, on (B)(6) 2012 at 08:58:25 and 08:58:31.

Event description:
It was reported that during implant attempt, when the test shock was being performed there was low shock impedance, and the shock was not successful. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).